Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate atp. A programming change and performing an induction testing were completed. Dft testing was performed. The patient will return in a month for a follow-up. The patient condition was okay.